Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found that the watermark was compromised. Device evaluation identified that the device had no power; however, the overheating could not be duplicated. The circuit boards were inspected, set to factory default, and cleaned. The s01 s02 s03 front and rear overlay labels, overlay lead label, case (w/led flex, overlays, and battery contacts), ECG alignment plug, s01 ECG only side port plug single, s01 ECG only rear case cover white, and s01 ECG only battery door white were replaced. The unit was tested on a simulator. The root cause was determined to be that the power pcb was not making good contact with the contacts on the case; therefore, the device had no power. However, it is undetermined how the poor contact occurred. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post repair, the device was overheating. There was no report of patient harm or patient involvement. No additional information is available.